Event description:
It was reported that the intellivue mp20 alarm sound was not coming from device and no sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.